Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date patient presented with l4 spondylolisthesis for which patient underwent 2-level posterior lumbar interbody fusion (plif) from l4, l5 to s. Reportedly, on (B)(6) 2017, post-op, sacral fracture occurred after being discharged from the hospital where the surgery was performed. Revision to place screws was performed on (B)(6) 2017. Patient was re-hospitalized after being discharged from the hospital. The product came in contact with the patient. No product malfunction was reported. No breakage of the product has been reported.